Manufacturer narrative:
If explanted, give date: not applicable as the lens remained implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was fibrous material between the haptic and the optic of an intraocular lens (iol). Reportedly, the surgeon used an instrument to remove it and kept the lens in the patient's eye. No further information was provided.

Manufacturer narrative:
Device evaluation: to date the intraocular lens (iol) remains implanted in the patient's eye. The preloaded delivery system was not returned at the manufacturing site and it was reported that the debris was discarded by the customer; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.